Event description:
It was reported that the cardiohelp would sporadically stop charging the batteries due to the power supply. The batteries gradually discharged to half capacity and the cardiohelp was exchanged. The failure occurred during treatment. As the cardiohelp was exchanged during treatment, a report is required. Complaint ID (B)(4).

Manufacturer narrative:
It was reported that the cardiohelp would sporadically stop charging the batteries due to the power supply. The batteries gradually discharged to half capacity and the cardiohelp was exchanged. The failure occurred during treatment. No harm to any person has been reported. As the cardiohelp was exchanged during treatment, a report is required. A getinge field service technician (fst) was contacted by a distributor. The distributor replaced the power supply unit. The fst performed safety, calibration, and functionality checks to factory specifications. All function tests are passed. According to the fst, the root cause for the batteries not charging was a defective power supply unit. A similar complaint with a defective power supply was investigated by getinge life-cycle-engineering on 2023-08-30. The power supply unit does not provide any output voltage. This error was confirmed, but the root cause of the error of the purchased part could not be determined. Further, according to the risk file v24 of the cardiohelp the following root causes can also lead to the reported failure: battery is not recharging (ext. Dc supply too less energy, unstable external dc supply). Short circuit in dc-input circuit of cardiohelp device. Incorrect voltage measurement. Due to the age of the device and this component power supply unit, age related aspects can be considered as well. The cardiohelp was manufactured on 2010-12-14. The cardiohelp system has two redundant batteries with 2 separated battery slots. The system is capable to operate with 1 battery. The redundant design of two usable batteries and the alarming about defect batteries cause a high level of safety. According to the instruction for use, chapter "check before every use", the user should only start the application when the batteries of the cardiohelp are fully charged and calibrated. The calibration of the batteries has to be performed at least every 4 months as described in the IFU chapter ¿calibrating the batteries¿. If not used during transportation the batteries are a backup power supply for the ac/dc power supply via cable. The review of the non-conformities has been performed on 2025-07-31 for the period of (B)(6) 2010 to (B)(6) 2025. It does not show any non-conformity in regard to the reported product and failure. There is no indication that manufacturing issues occurred during this time, thus production related influences are unlikely. The device was manufactured on 2010-12-14. In addition, a review for potential field actions and capas related to the failure and product in this complaint was performed. This complaint is not in scope of any ongoing field actions and/or capas. Based on the results the reported failure "batteries not charging ¿ power supply unit" could be confirmed. The customer will be informed about the results by the getinge sales and service unit. The occurrence rate was calculated for the reported issue and it was determined that this is not a systemic issue. Therefore, no remedial action is required. The occurrence rate related to the reported issue is currently being monitored as part of maquet cardiopulmonary's trending program and additional investigations or corrections will be implemented in case of adverse trending. Note: this event occurred on the slovakia market. It is a significantly similar device to "base unit, cardiohelp¿ which is sold in the USA under premarket submission number k133598. For section d4 all available identifying information is for the out of the us device, subjected to this report. Therefore, no gudid information exists. Furthermore, UDI information (primary di number) provided in d4 is for cardiohelp with catalog number 701048012.